Event description:
In 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter would not power on. The medical affairs specialist (mas) contacted the patient to obtain and verify information. On march 23,2006 at 10:00p.m the patient began to experience symptoms of a headache and sweating. The patient was unable to test her blood glucose level, as the reported meter would not power on. The meter had been dropped one month ago, and it would not power on afterwards. The patient stated she experienced these same symptoms previously when her blood glucose levels are elevated. Family members took her to the emergency room, where her blood glucose level was tested to be 272mg/dl.the patient was treated with insulin and did not require hospitalization. During the past month since the meter was dropped and would not power on, the patient has not been testing her blood glucose. The patient does not have a backup meter. She continued to eat her normal meals and take her oral diabetes medication glyuburide 2.5mg once per day. This complaint is being reported as an adverse event because the reported meter would not power on, and the patient became hyperglucemic and received medical attention.